Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following microstent shunt implant surgery, the patient presented with an intraocular pressure (iop) into the 40's mmhg. The patient was given medications and will be monitored. The surgeon reported that the patient is presenting like they had a cleft that spontaneously closed. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) in the 40s, meds given; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no mention of device system failure. There is also no mention of any intraoperative complications that may have occurred during device implantation and no information regarding whether the device was optimally positioned at the completion of surgery. There is also no information provided regarding the patient's postoperative use of steroids or any history of steroid response. Possible root cause is that postoperative iop increase of 10 mmhg or higher in comparison with baseline is an established risk associated with the device system use. This risk is clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).